Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed redness and inflammation extending beyond the patch perimeter. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On an unspecified date, the patient consulted a healthcare provider who prescribed antibiotics (IV rocephin; oral cephlex, and sulfamethoxazole (also known as bactrim), and topical mupirocin ointment). The dosages were not specified. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).